Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the pods used during this period were regularly receiving estimated glucose values from the sensor, with only one stretch of communication loss occurring that contributed to a missing sensor values alert. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values received from the sensor and user inputs. The cloud data showed that the system correctly alerted the user to missing sensor values and urgent low glucose values received. No evidence of issues with insulin delivery were observed in the available cloud data. Though no issues were observed, it could not be conclusively determined if the sensor was correctly reading the user's glucose levels or if the sensor was correctly transmitting the information to the pod. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown, cloud - omnipod 5 software app version: 3.1.6, cloud - operating system: n5004l-am-q-mv01602-06-01.06, cloud - hardware: n5004l, cloud - cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by dexcom on behalf of the patient that the patient's blood glucose level dropped to 55 mg/dl. The pod was placed on (B)(6) 2026, and on the same day, it was reported the patient experienced a delayed alarm on the personal diabetes manager (pdm). The pod alarmed as the patient's blood glucose level was 55 mg/dl, however the pdm displayed 120 mg/dl. It was reported that the pdm then "started a countdown 119-118-117-116", after a minute, there was an alarm. It was reported that the pdm showed the right blood glucose value with a delay. The patients experienced symptoms including feeling unwell, tired, and trembled. As treatment, the patient treated the low blood glucose level with 2 pieces of grape sugar and 100ml juice. It was reported that the patient required help from the parent to open and eat the grape sugar. The patient then recovered after the treatment.